Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy and positioned. The clip arms opened from 20 to 45 degrees when relaxing/removing the tension from the white knob/clip arm positioner before establishing final arm angle (efaa) check. Pre-deployment and post-deployment there was no change in arm angle. The physicians were dissatisfied when the clip arms opened/ relaxed when taking the tension off arm positioner when they went to check efaa. Once the arm positioner was positioned in the sloppy neutral position, clip arms opened. When efaa was performed and when clip was deployed, clip arms did not open any further than 45 degrees. An additional clip was prepared and implanted to stabilize the first clip. At the end of the case, mr was reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa, cowl, and clip jumping were unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect-clinical code: 4582. Health effect- impact code: 4641. Medical device problem code: 3026; 2921.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip was prepared and advanced into the anatomy and positioned. The clip arms opened from 20 to 45 degrees when relaxing/removing the tension from the white knob/clip arm positioner before establishing final arm angle (efaa) check. Pre-deployment and post-deployment there was no change in arm angle. The physicians were dissatisfied when the clip arms opened/ relaxed when taking the tension off arm positioner when they went to check efaa. Once the arm positioner was positioned in the sloppy neutral position, clip arms opened. When efaa was performed and when clip was deployed, clip arms did not open any further than 45 degrees. An additional clip was prepared and implanted to stabilize the first clip. At the end of the case, mr was reduced to grade 1.